Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent damage occurred. A promus elite drug-eluting stent was selected for use; however, the proximal portion of the stent was deformed. No patient complications were reported.